Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250mg/dl and a correction bolus via the pump was delivered to address the bg level. For the past occlusion alarms the customer changed their supplies to clear the alarms. The customer had recently changed their infusion set prior to contacting tandem technical support therefore a system check to determine a possible cause for the most recent occlusion alarm was not performed.